Event description:
At an unk date, the pt was implanted with the gore tag thoracic endoprosthesis to treat a dissection. On (B)(6) 2010, CT showed progression of a hematoma in the ascending aorta and the pt underwent open repair of the ascending aorta and arch. Additional info has been requested.

Manufacturer narrative:
Additional info, including device info has been requested.